Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. As received, the monitor failed incoming testing. Upon eval, the r781 resistor was open. The cause of the check belt messages and incoming test failure is a lack of driven ground signal. The cause of the lack of driven ground signal is the open r781 resistor. The root cause of the open resistor cannot be positively identified, but this type of failure is common following an external defibrillation, which is consistent with the pt's belief that the 'doctors had done something to the lifevest while he was unconscious.' No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report check belt messages. The pt reported that he believed 'the doctors at the hospital did something to the lifevest while he was unconscious.' The pt was provided with a replacement monitor.